Event description:
It was reported that the ipg was eroding through the skin. No accidents, falls, or trauma were reported. No signs of infection. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised and made deeper. No product was explanted. Therapy was resumed.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.